Event description:
It was reported the patient was getting the poor communication message on the new personal therapy manager (ptm). The patient was able to see 1 hour and 20 min on ptm until the next bolus and after that he was getting poor communication and was not sure why he was able to communicate sometimes. The patient was using the new ptm and antenna that was delivered. Troubleshooting was performed, but the patient continued to get poor communication. It was further reported the patient opened up the old ptm from the shipping box and used it and was able to get a bolus. The patient was not sure what was going on with the new ptm. The patient would not send back the old ptm now. It was later reported that the patient tried to give himself a bolus at 6 pm, but the patient was locked out for 2.5 hours. A 0617 message on the ptm was noted. A 0617 message on the ptm was noted. The patient was allowed 6 boluses a day with no more than 1 every 4 hours and 1 every 240 minutes. The health care provider pulled the reports and it showed the bolus was going through; however, the patient felt the bolus was not going through because he was still in pain. It was noted that the current ptm was 10 times worse than the previous one. The patient was also seeing lockout times that were equal to the patient's full lockout interval of 4 hours. It was noted that sometimes the ptm didn't do anything at all or it would show all zeroes. Sometimes the ptm gave the patient a number and sometimes it went dead. The health care provider ran a print out report from the pump and noted that the patient was someone who hit the ptm button a lot. On (B)(6) 2014, the ptm showed a picture of a man and a cross bar. It started "going across and when it hit 10" the patient was able to get the bolus. The health care provider noted that it worked, but the patient felt the ptm was not functioning properly. The antenna seemed to help, but on (B)(6) 2014, the antenna made the ptm run worse. The ptm was working better without the antenna; the ptm gave the patient a bolus. It was also reported that the patient's pump had shifted because the patient lost a lot of weight. See manufacturer report # 3004209178-2014-22167 for the previous mention of the patient's weight loss. The patient was putting off stomach surgery due to the ptm issue. The pump was delivering prialt.

Manufacturer narrative:
(B)(4).

Event description:
When the patient requests a bolus when he has discomfort, he knew he received one because he got relief. The patient wasn't getting the relief he expected.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).